Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc. Considering the surgical methodology, the dentist reported that the implant was immediately installed in an alveolus with signs of injury/ infection.

Event description:
(B)(4). The dentist reported that 5 months and 7 days after the dental implant was installed in patient¿s mouth, its non- osseointegration was observed. Moreover, 40n.cm of primary stability was achieved, the patient presented bone type iii, bone graft was placed and immediate implant was performed.